Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During investigation, the reported issue was confirmed. The image failure could be confirmed and was attributed to the defective r-unit. It was stated "outer cylinder tip: damage to lg bundle". A damage of the fiber composite of the optical fibers at the distal end of the outer tube could be detected. This damage is due to mechanical force like impact, fall, shock or similar stress. -- ¿video connector: dented ¿. Dents could be identified on the video plug of the cable unit. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that a video telescope had a green image. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.